Event description:
It was reported that the subject device had noisy screen. This issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: corrosion on insertion tube. A root cause could not be identified. Based on the results of the investigation, since the noisy screen could not be confirmed the cause could not be established. Additionally, the most probable cause for corrosion could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.